Event description:
The patient was implanted with a left ventricular assist device. A pump exchange was reported via device tracking form. The reason for exchange was noted as "inflow obstruction (suspected)". Additional info received indicated that the echo showed a severely dilated left ventricle, possible filamentous nonobstructing density adjacent to the inflow cannula. The right ventricle had severely decreased function. The pt was started on inotropes and developed tachycardia. An emergent pump exchange was completed on (B)(6) 2013. Pannus was found on the inflow and outflow grafts.

Manufacturer narrative:
No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.